Manufacturer narrative:
The customer has not yet sent in the product for investigation. A follow-up report will be submitted to present the results of the inspection once the product has arrived and the investigation has been completed.

Event description:
Distributor informed us on the (B)(6) that one of our products was involved in a case (craniotomy) in which the treated patient sustained a laceration.

Manufacturer narrative:
In the previous initial report, the product had not yet arrived at the manufacturer for examination, as described. It is not assumed that the slight deviation of the tensioning pressure of the torque screw (<1%) could have contributed to the described incident. Therefore it is assumed that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The interval of the supplier maintenance which is specified in the product's IFU was exceeded by 10 months by the customer. Due to this circumstance, we cannot exclude that the deviations found are the result of normal wear and tear and could have been detected during annual maintenance.